Event description:
The pt is reportedly experiencing sound quality issues with his internal device. External equipment was exchanged and programming adjustments were attempted, however, did not resolve the problem. Surgery to explant the pt's device will be scheduled.